Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that signal loss over one hour occurred. Date of event is an approximation. On (B)(6) 2024, the pediatric patient experienced signal loss. The patient was feeling sick, throwing non-stop, could not walk and felt weak. The patient was in signal loss and was not receiving continuous glucose monitor readings. The patient took the patient to the hospital, the nurse took out the sensor and performed a blood glucose reading which was 597 mg/dl. She was diagnosed with diabetic ketoacidosis and treated with IV insulin. The patient was hospitalized for 2 days and was sent home with normal bg readings. At the time of the report the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.